Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the resolute onyx rx coronary drug eluting stent was used to treat a tortuous 90 degree bend, moderate to high calcified lesion in the proximal to mid circumflex (cx). Negative prep was not performed. The lesion was pre-dilated several times as there was a recoil after initial ballooning. The resolute onyx did not pass through a previously deployed stent. Resistance was noted during delivery. Excessive force was not used. It was reported that the stent would not advance through the lesion. Patient is alive with no injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used during a procedure to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a non-medtronic device. No patient injury was reported.